Event description:
A theatre nurse reported that during a procedure the system "hung up on them" mid procedure. They were able to resolve the problem and the procedure was completed with no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).